Event description:
It was reported that the delrin ball is found missing during inspection. No associated procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device has been put in retention and will not be returned to the user facility.